Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no perspective exposure. Upon inspection, fse determined that the software was faulty. The fse recommended for reinstallation of system. However, the service quote provided by philips was not accepted by the customer and therefore no further action could be performed by philips. Later, the customer restarted the device and the system was returned to use in good working order. Based on service history review, the issue did not reoccur.

Event description:
It has been reported to philips that exposure was not possible. The system was in clinical use. No harm has been reported. A philips engineer inspected the system remotely and identified a potential software issue. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.